Event description:
Customer reported that a malfunction alarm occurred but no notable events happened prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with information to reset the pump, and after resetting, the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue happens again.